Event description:
It was reported that the direxion microcatheter became stuck in the vessel. A direxion microcatheter was selected for the prostatic artery embolization procedure. During the procedure, the microcatheter became stuck in the vessel and was difficult to withdraw. The physician cut off the hub of the microcatheter to remove the 5 french guide catheter. A non-bsc microsnare kit was used to remove the direxion microcatheter from the vessel. A second direxion microcatheter was used and the same issue occurred. The procedure was ended. There were no patient complications reported. However, the patient was hospitalized beyond the standard of care.